Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) product ID: d-evolutfx-34; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to the patient's bicuspid native valve and calcified anatomy. The valve was loaded slowly and deliberately with no issues observed on fluoroscopic loading check. Upon 80% deployment on the first deployment attempt, an infold was observed near the top of the capsule. The valve was fully released and post-dilated. Both pre-dilation and post-dilation was performed using 25mm true balloons. A procedural delay of approximately 15 minutes occurred. No adverse patient effects were reported.